Manufacturer narrative:
(B)(4). Date sent to FDA: 07/19/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2003 and mesh was implanted. The patient has experienced 13-14 cases of urinary tract infection annually over the past two years. On (B)(6) 2016, a cystoscopy was performed along with the removal of bladder-stones and a piece of exposed mesh in the bladder. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: any concurrent procedure/device implantation? No. Results of reoperation? Mesh and bladder stone removed from the bladder ¿ no complications to this surgical intervention. Were any deficiencies or anomalies noted with mesh device during removal? No. Has any medical or surgical intervention been provided or scheduled as a result of the multiple urinary tract infections? Mesh and bladder stone were removed from the bladder. What is the patient¿s current status? We haven¿t heard from the patient the last 6 months.